Manufacturer narrative:
Model: sc-2408-74, serial: (B)(6): damage to the lead is a result of a typical explant procedure and is not considered a failure. Visual inspection revealed a portion of the lead was stuck inside port d of the ipg and there was no set screw. X-ray imaging revealed this lead appeared to have gotten caught upon removal during the procedure against the connector block and became compressed due to a damaged contact that became misshapen. This portion of lead was extremely wedged in the port and unable to be retrieved without further destroying the device. Model: sc-2352-70, serial (B)(6): the returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Model: sc-4319, lot-batch: 25329557: the clik anchor was not returned for analysis as it was discarded by the medical facility, therefore, a physical analysis has not been conducted in our laboratory. There was no allegation against this device. Model: sc-4318, lot-batch: 26368986: the returned clik anchor was analyzed, passed all tests performed, and exhibited normal device characteristics. There was no allegation against this device.

Event description:
It was reported that both of the patients spinal cord stimulation leads migrated by approximately four contacts to caudal. The patient did not experience any stimulation due to the migration. The patient underwent a lead revision procedure in which both leads and clik anchors were replaced. The two leads and one of the clik anchors will be returned. The second clik anchor will not be returned as it was discarded by the medical facility. The patient was doing fine postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event brand name: avista MRI upn: m365sc2408740 model: sc-2408-74 serial: (B)(6). Batch: 7071206 brand name: clik x MRI upn: m365sc43190 model: sc-4319 serial: (B)(6). Batch: 25329557 brand name: clik x upn: m365sc43180 model: sc-4318 serial:(B)(6). Batch: 26368986

Event description:
It was reported that both of the patients spinal cord stimulation leads migrated by approximately four contacts to caudal. The patient did not experience any stimulation due to the migration. The patient underwent a lead revision procedure in which both leads and clik anchors were replaced. The two leads and one of the clik anchors will be returned. The second clik anchor will not be returned as it was discarded by the medical facility. The patient was doing fine postoperatively.